Event description:
It was reported that a patient presented remotely via (B)(6).net. Upon examination of the transmission, the patient's right ventricular (rv) lead was found to have high pacing impedance. The patient presented in-clinic and the rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.